Manufacturer narrative:
The device was not returned to the manufacturer for physician evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the labeling, material, and process controls were within specification. Medical records confirmed peritonitis (pd fluid gram positive cocci in clusters, staphylococcus epidermidis and coagulase negative staphylococcus) via culture results. Touch contamination was the source per pdrn. It was also reported verbally that the patient's catheter was removed and the patient was started on hemodialysis. This type of peritonitis is unlikely related to fmc products as it is likely related to poor aseptic technique or touch contamination. There was no report of malfunction of liberty cycler or any of its system being out of specifications.

Event description:
A peritoneal dialysis patient's nurse reported a patient was seen in the clinic on (B)(6) 2015 with cloudy effluent bags. A culture was sent, and the patient was started on ip vancomycin. The culture results came back showing staph epidermis. The nurse reported this was "touch contamination" peritonitis. Approximately three weeks ago the patient's catheter was removed and the patient was started on hemodialysis.